Manufacturer narrative:
Product event summary: analysis noted that the unit had two error and then went blank. It was found that the nylon standoff was broken off and it was replaced and verified that the issues were resolved. Analysis further noted that the power supply fan was noisy and the nylon screw was missing, both were replaced. The hard drive was reconfigured and the software reloaded.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. (B)(4).

Event description:
It was reported that the programmer displayed an error code then powered off automatically. The programmer was returned to the manufacturer for servicing. There was no patient involvement.